Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed battery out limit. The insulin pump makes a noise. The issue started this morning. She has changed the battery 3 times. She inserted 3 new batteries. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc, act and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, unexpected restart error test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no unexpected battery out limit alarm noted.